Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 2648988-2017-00078 and 2648988-2017-00079.

Event description:
This is the first of three reports. It was reported that an ins8401 accudrain have broken in the exact same position and found to be "leaking csf onto the bed". The nurse said they were unable to transduce intracranial pressure (icp) at which point air was found in the line and csf leaking from a crack in the distal collection system. Revision and/or medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Additional information received from the customer on 04jan2018 with the following: the accudrain was first used on the patient on (B)(6) 2017. Cerebrospinal fluid leak was quantified from small to moderate amount. The type/brand of transducer used with the accudrain was unknown. The accudrain was replaced on (B)(6) 2017 and the patient's icp was transduced by the system replacement.

Manufacturer narrative:
Investigation completed on 30jan2018. Eleven (11) unopened units and one piece of a patient line with a stopcock were returned. (B)(4). All (B)(4) units were opened and each unit¿s patient line stopcock was inspected under an illuminated magnifier. The stopcocks¿ plug was fully rotated, several times, to simulate normal use. All stopcocks operated as expected: no cracks were observed. The loose piece sent had two (2) cracks on the main body of the stopcock. The documentation review of reported lot 1171342 and the other lots from the unopened units did not reveal any anomalies that could cause the reported condition. No event, ncr and/or rework was recorded for the mentioned lots; therefore, it is concluded that the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The lot of the loose piece sent (stopcock with 2 cracks on the main body) could not be assessed since it was severed from the rest of the device. Since only this one partial unit was cracked, this complaint will be considered confirmed. Each device has two (2) of these stopcocks (same part number): one at patient line and one on the zero-reference point. Only the patient line stopcock has been reported as broken. No common lot of stopcocks was used in any of the reported lots. There are controls to avoid this type of situations. Prior to use, the patient line stopcock is verified 100% for cracks and stress marks under a microscope 3x. Also, after assembly, each unit is submitted to leak and occlusion testing. The root cause for this complaint is undetermined.

Manufacturer narrative:
Sus voluntary event report (foi for manufacturers) mw5076333 was received on 16apr2018. Event date (B)(6) 2017.